Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system "lights turned down" during a vitrectomy procedure. The case was completed without patient harm.

Manufacturer narrative:
The company service representative examined the system but was unable to replicate any issue related to the reported event. The company service representative cleaned the illuminator port. Preventative maintenance (pm) was performed. The system was then tested and met all product specifications. The system was manufactured on july 22, 2014. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).